Event description:
It was reported that the pt had an increase in seizures since the beginning of the year. Prior to that, the vns had been effective for the pt. System and normal mode diagnostics revealed high impedance. Generator has been programmed off and x-rays will be performed. Attempts for further info have been unsuccessful to date.